Manufacturer narrative:
Concomitant medical products: product ID 3889, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a company representative. It was reported that patient had an infection at incision site. The lead was moved and culture had been sent to check on infection. It was unknown if issue was resolved at time of the report. Patient status was noted as alive, no injury.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp stated that the patient experienced severe pain at the incision site. The hcp reported results from wound culture and gram stain tests. The results from the cath tip test were abnormal. The smear result was no organisms seen, rare polymorphonuclear leukocytes, and rare mononuclear cells. The final culture result was many staphylococcus aureus that was clindamycin resistant. The isolate was presumed to be resistant based on detection of inducible clindamycin resistance. The results of the culture and susceptibility tests were resistant to clindamycin, susceptible to doxycycline, susceptible to gentamicin, susceptible to oxacillin, susceptible to rifampin, susceptible to tetracycline, susceptible to trimeth sulfameth, and susceptible to vancomycin. The results from the pocket swab test were abnormal. The smear result was no organisms seen, few polymorphonuclear leukocytes, and rare mononuclear cells. The final culture result was one colony of staphylococcus aureus that was clindamycin resistant. The isolate was presumed to be resistant based on detection of inducible clindamycin resistance. The results of the culture and susceptibility tests were resistant to clindamycin, susceptible to doxycycline, susceptible to gentamicin, susceptible to oxacillin, susceptible to rifampin, susceptible to tetracycline, susceptible to trimeth sulfameth, and susceptible to vancomycin. The staphylococcus aureus was to be treated with oxacillin and rifampin. It was noted that oxacillin susceptible staphylococcus are susceptible to other penicillinase stable penicillins, beta lactam/beta lactamase inhibitor combinations, anti-staphylococcal cephems, and carbapenems. It was also noted that rifampin should not be used alone for antimicrobial therapy. The preoperative diagnosis was wound cellulitis and possible infection. The postoperative diagnosis was wound cellulitis and possible infection. The hcp stated that the patient was well known to them. The hcp noted that the patient had the device for fecal incontinence. The hcp reported that the patient had improved results from the device but over the last 24 hours she had developed a severe pain and swelling at the site of the device. The hcp noted that in the office she saw that there was cellulitis around the area and opted to remove the device for possible infection. The hcp stated that the operative findings were erythema and swelling along the pocket and wire site, but there was no frank pus noted. The hcp then outlined the operative procedure. The patient was first brought to the operating room and placed prone on the table. The area was prepared and draped in the usual fashion. Local anesthetic was administered and the appropriate time-outs were then performed. Perioperative antibiotics were administered and the pocket wound sites were opened up. The hcp noted that no frank pus was observed. The hcp stated that she cultured the entire area and irrigated the wound. The hcp reported that she cleaned with betadine and saline. The hcp stated that she then gently approximated the skin and then completely removed the device. The hcp noted that she was checking the times and everything was intact. The hcp noted that the entire device was removed, that she then checked each of the other sites, and that she opened the mouth to allow for any drainage. The hcp reported that the patient received marcaine solution .25% for postoperative anesthesia, a total volume of 20 ml. The hcp noted that the patient tolerated the procedure and the estimated blood loss was minimal. The hcp started the procedure at 1:58 p.m., completed at 2:15 p.m., and reported no complications.

Event description:
Additional information was received from a consumer. It was reported that the patient started the 2 weeks trial at the end of (B)(6) 2016 and on the 10th day of the trial, the patent reported she was experiencing severe pain at the pocket site so she called her healthcare professional office and was directed to go to the hospital where the healthcare professional was performing surgeries at the time. The patient said that patient said that she went to the hospital and was seen by her physician who assessed the pocket and confirmed an infection: blood and swelling. The patient said that the physician performed surgery to remove the trial components the same day that the patient was seen by the surgeon. The patient said that she thinks it was staph and said the pocket was flushed with clinamycin. The patient received IV antibiotics: one does of vinco and clinamycin prior to the removal patient was that she was provided with oral medication to continue at home. The patient said that the healthcare professional waited extra time for infection to clear prior to receiving implant the following (B)(6). No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889 lot# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.